Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01944 - device 1 of 5. E1: patient city - (B)(6). Patient country : canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for 1 day and half. No further information available.